Event description:
(B)(6) 2020 15:00:11 *rv (right ventricular) bipolar lead impedance >3000 ohms. 3000 ohms 12-(B)(6) 2017 12:38:22 *rv lead integrity warning: sensing integrity counter >= 30 in 3 days. Rv lead impedance variation in last 60 days. (B)(6) 2017 09:00:12 *rv bipolar lead impedance >3000 ohms. 3000 ohms (B)(6) 2016 21:00:11 *rv bipolar lead impedance 2014 ohms. 2000 ohms (B)(6) 2016 15:00:11 *rv bipolar lead impedance 1615 ohms. 1500 ohms (B)(6) 2016 15:00:10 *rv bipolar lead impedance 1482 ohms. 1000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).